Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. The reason for reoperation is: rupture. Continued e1: phone number: (B)(6)

Event description:
Explanting physician reported, rupture of device. The device has been explanted and discarded. This record relates to unknown side.